Event description:
Stapler failed upon second firing. First load (blue) fired correctly but second load (white) fired incorrectly. No harm to pt. No delay in care. Stapler taken out of service and replaced with a new one. Endopath ets-flex staple.